Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2 mg/ml hydromorphone at 0.2801 mg/day via an implantable pump for spinal pain and other chronic intractable pain. It was reported that the patient had a lot of complaints. First, the patient was positive there was electrical activity going on with the pump. The patient had 4 crowns in her mouth fall out, which she choked on. This was due to the electrical pulses that came from the pump: the electrical pulses caused the crowns to fall out. It was unknown when this occurred. Second, it was reported that there was a lump in the patient's back. The lump occurred periodically. It was unknown when this occurred. Third, the patient was seeing numbers floating around that were associated with specific colors and the patient could see them in the air. The patient had an increased memory, noted to be 100 times better than before. The patient was able to reason, think, do math, and "amazing things" she had never been able to do before. It was unknown when this occurred. It was thought the patient was delusional. Fourth, it was reported that the patient did not believe the health care provider or manufacturer representative regarding the pump recalls. The patient believed it was covered up. The patient did the research online and stated her pump was not pulled off the shelf like the recall stated. She was implanted instead. It was unknown when this occurred. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.